Event description:
It was reported that the external pulse generator originally returned as a trade-in/exhange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases were broken and that the battery drawer was contaminated. It was further noted that the generator needed interconnect washers. (B)(4).